Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The field service engineer found the diluent bath had a defective surface with a lot of holes inside due to touching of the vacuum and sample nozzle. He replaced the diluent bath and the customer had no further issues. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ise indirect gen 2 result from the cobas 8000 cobas ise module. Patient 1 initial sodium result was 169 mmol/l and the repeat result was 144 mmol/l. The initial chloride result was 144 mmol/l and the repeat result was 106 mmol/l. Patient 2 initial sodium result was 165 mmol/l and the repeat result was 144 mmol/l. The questionable results were not reported outside of the laboratory.